Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced video generator board which fixed the black square on bottom display issue but the touchscreen will not operate and display locks up.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11 a getinge field service engineer (fse) evaluated the unit and replaced video generator board which fixed the black square on bottom display issue but the touchscreen will not operate and display locks up.the following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne,the failure analysis and testing dept. Received the following part touchscreen lcd with a reported unit failure of faulty touchscreen.the fat dept. Performed a visual inspection of the part received and found it in good condition.the failure analysis and testing department installed touchscreen lcd in the cardiosave test fixture and tested to factory specifications per cardiosave service manual.the failure analysis and testing department verified the failure of unresponsive touchscreen.the touchscreen is defective.retaining the touchscreen in the fat department per procedure.based on the information in the complaint, most probable root cause of touchscreen unresponsive is failure of 12.1¿ touchscreen.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a faulty touchscreen.